Manufacturer narrative:
The report that the ipg was revised due to eol (end of life) was confirmed. Analysis of the returned ipg logs found evidence that there was a lead impedance issue, from time of implant, that would have increased demand on the battery. The patient also used high stimulation parameters, 8 ma max as opposed to the specified 0.7 ma max. This and the impedance issue would have contributed to the device declaring eol earlier than anticipated.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue. Therapy was restored.